Manufacturer narrative:
The company rep examined the system and could not duplicate the reported event. The system was then tested and met all product specifications. The company rep advised the customer to remove the y-fitting, cracked extension hose, and small diameter adapter hose, and replace with a straight hose to the pressure source. No samples are returning. Root cause has not been determined. (B)(4).

Event description:
A nurse reported that during surgery, the fluidics became disabled and that the inlet pressure was too low. They were using two pressure cables and a y fitting. They exchanged the system and completed the surgery after a 15 min delay. No harm to the pt was reported.